Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit did not pass the ventilator leak test. The hospital further reported that it leak appears to be from the blue inspiratory limb of the breathing circuit.

Manufacturer narrative:
(B)(4). The healthcare facility has indicated that the complaint breathing circuit will not be returned to the manufacturer as it has been discarded. Without the return of the complaint device, we are unable to confirm the reported fault. However, based on previous complaints, it is likely that the reported leak is due to a hole on dryline. The damage to the rt340 dryline tube could have been caused during the manufacturing process, although it is not a batch related issue. During the production of the dryline tubes, a pressure test is performed every 10 minutes and those that fail are set aside for further inspection. The user instructions that accompany the rt340 adult dual-heated evaqua breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." Our monitoring and trending of events involving damaged dryline tubes in adult breathing circuits has a rate of occurrence of (B)(4).